Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the third band became stuck, and was unable to be released. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found five of the seven bands remaining on the ligator head. The ligator head teeth were not damaged, and the suture was intact and tied to the trip wire. The trip wire was separated from the handle. The trip wire was not cinched into the handle slot and there was no deformation to indicate the trip wire was previously cinched into the handle slot. The handle spool rotated freely when turned. It appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the third band became stuck, and was unable to be released. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.